Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that an altitude alarm 21 occurred. There was no reported impact on the customer¿s blood glucose level. Technical support resolved the issue by dispatching a replacement pump and guided the customer on returning the faulty pump. The customer would use multiple daily injections (mdi) as a backup to ensure continued insulin delivery.